Event description:
It was reported there was a broken lead cap. The end of the lead had ¿unraveled¿ when it was pulled out from under the skin and the doctor had to gently put it back together when they put it in the extension connection. Impedance testing was performed and the product issue was resolved. The impedances revealed all contacts were still intact and the impedances were within normal range. When they removed the end cap from the area in the head (it was temporarily placed after the lead placement stage) the lead became unraveled and the boot had slid off even though it had been tied with silk sutures. The doctor was able to put it back together and the lead was placed in the extension connection. The patient status at the time of report was alive with no injury and no patient symptoms were reported.

Event description:
Additional information received reported the lead cap was the issues. The most distal electrode of the lead was stretched apart from the other electrodes. The manufacturing representative indicated that there was lead damage according to impedance testing.

Manufacturer narrative:
(B)(4).